Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy on the second firing of an atw35, the device fired and there was hemostasis but the staples were not in three neat rows. There were completely formed staples hanging from the tissue and not all staples were in tissue. The hanging staples occurred at random, not at the proximal end. The rep also reports some tissue was hung up on the staples. The surgeon continued to use the stapler and fired it for a total of six firings. There were no further difficulties with the subsequent firings, thus the only difficulty noted was with the second firing. The rep is sending a picture the surgeon took of the tissue along with the device to be returned. The rep reports they did not save the reloads for him to return, thus only the device will be returned. There was no consequence to the pt.